Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. On (B)(6) 2022, intuitive surgical inc. (Isi) contacted the physician of this procedure to obtain additional information: the pneumothorax was identified intra-procedurally with fluoroscopy and cone beam CT. The physician does not believe an ion product caused or contributed to the pneumothorax. The physician indicated that the cause of the pneumothorax was due to "peep and positive pressure ventilation." The physician said the pneumothorax occurred prior to any biopsies or sampling and occurred during the navigation portion of the procedure. The physician said they believe this pneumothorax would have occurred if this procedure were performed via another modality. The target lesion was 15mm and was 10mm away from the pleura. This lesion was location in the left upper lobe. The pneumothorax was noted to be large, and improved immediately upon placement of a chest tube. The patient did not experience any symptoms due to this pneumothorax. The complication had no effect on the patient's blood pressure or oxygenation. The patient was never considered medically unstable. The patient was hospitalized for over 24 hours for the pneumothorax and for a new diagnosis of a cryptococcal infection. According to the physician, the infection was identified due to the successful sampling obtained during the procedure and after managing the pneumothorax. The chest tube was placed for the purpose of resolving the pneumothorax. The patient is reportedly stable with the pneumothorax resolved. The patient is receiving treatment for their infection.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph).